Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support (cts) that they would receive a replacement pump with updated software. The customer was advised to return the faulty pump to tandem using a pre-paid return box and follow the necessary instructions, including putting the pump into storage mode and connecting their continuous glucose monitor (cgm) to the replacement pump. The customer agreed to this process and acknowledged the instructions. Customer will continue to use current pump.